Manufacturer narrative:
This report is being filed on an international product, list number 7p47-22/32/74/77 that has a similar product distributed in the us, list number 7p47-40/45, with 510k/PMA/bla number k233932. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igm results for multiple patients. The results provided were: initial= greater than 0.6 index (> or = 0.60 index=reactive) /the customer believes those result should be nonreactive. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity I toxo igm reagent lot 67408be01. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity I toxo igm assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67408be01. Historical performance of the alinity I toxo igm reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 67408be01 is within established limits, indicating that the lot is performing acceptably in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igm reagent lot 67408be01.

Event description:
The customer observed false reactive alinity I toxo igm results for multiple patients. The results provided were: initial= greater than 0.6 index (> or = 0.60 index=reactive) /the customer believes those result should be nonreactive there was no reported impact to patient management.